Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6) .

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 801 analytical unit. Note: the unit of measure was not provided. The initial result was 178. The repeat result was 3376.